Event description:
It was reported that during a da vinci-assisted surgical procedure, the biomed called in during the system setup to report that the robot was switching between battery and wall socket continuously. The intuitive surgical (is) technical support engineer (tse) asked to check with another device to see if the power socket was stable. The tse asked to wiggle the power cord whereas a bad contact was confirmed on the power cord. The tse informed that a service repair to replace the power cord and to make the electrical safety test afterwards was needed. The customer offered to replace the cable with a spare one, but they did not have the same. The tse asked if the second surgeon side console (ssc) would be in use which was not the case. The tse suggested to use the power cable from the second ssc as a temporary solution which helped to have the power supply stable at the robot. The procedure was completed as planned with no patient harm, serious incident or injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the power cable on the patient side cart (psc). The system was tested and verified as ready for use.